Manufacturer narrative:
Destructive analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a consumer via a company representative regarding a (B)(6), female patient who was receiving dilaudid 60mg/ml at 31.77 mg/day and bupivacaine 30mg/ml at 15.885 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history included impaired fasting glucose, chronic back pain, "djd" and depression. The patient's concomitant medications included trazodone, alprazolam, gabapentin and tizanidine. Since approximately (B)(6) 2015, the amount of drug aspirated at the time of refills was less than expected indicating overinfusion. When 10cc was expected, they aspirated 4-6cc. No patient symptoms were reported. A dye study revealed the catheter was patent. On (B)(6) 2016, the patient's pump was explanted and replaced. The patient's status was reported as "alive - no injury." As of (B)(6) 2016, the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.